Event description:
It was reported that during percutaneous coronary intervention, the stent dislodged outside the patient. The 90% stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). A 3.50 x 8mm promus element stent was used to treat the lesion. When the customer attempted to take this device out from the protection case, the stent slipped out and fell. A different device was implanted, and the procedure was completed. There were no patient complications reported and the patient's status post-procedure was good.

Manufacturer narrative:
Age at the time of event: (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, the stent dislodged outside the patient. The 90% stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). A 3.50 x 8mm promus element stent was used to treat the lesion. When the customer attempted to take this device out from the protection case, the stent slipped out and fell. A different device was implanted, and the procedure was completed. There were no patient complications reported and the patient's status post-procedure was good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The stent had been dislodged distally from the balloon body and was resting on the tip and distal balloon cone. The stent was damaged with several struts lifted and misaligned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).